Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side exchange due to concerns with the product. Healthcare professional later reported a left rupture. Device has been explanted.

Event description:
Healthcare professional reported, a left side exchange, due to concerns with the product. Healthcare professional, later reported, a left rupture. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, anxiety-product/procedure: unable to observe, since it is not related to the device. Rupture: observed, opening on the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional observations: red particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.